Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14b19117 and h14a23020. There were no issues detected during the manufacturing processes. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the peritonitis event was unknown. In the same month as the onset, the pt was hospitalized for the event. On an unreported date, the pt was treated with vancomycin and ceftazidime intraperitoneally (dose and frequency unspecified). Three days after hospitalization, the pt was discharged. At the time of this report, the pt was recovered from the peritonitis event. Additional information was requested but was not available. This is report 3 of 4 involved in this peritonitis event.